Event description:
It was initially reported that the pt could not speak above a whisper since being implanted. The surgeon informed the pt's parents that this was a side effect of surgery and could take up to several weeks to resolve. The pt was later seen by an ent who conclude that the pt had left vocal cord paralysis. The ent stated that the electrodes were placed very low on the vagus nerve and there appeared to be extensive damage to the vagus nerve. The pt's device has been programmed off and good faith attempts to obtain additional information from the pt's implanting surgeon have been unsuccessful to date.